Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review was performed and revealed no issues that could have caused or contributed to the reported event of death. The reported event could not be confirmed. Should additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or iipv (increased intra-peritoneal volume) events that could have caused or contributed to the reported problem. A visual inspection was performed and did not find any issues related to the reported event. The device passed the power on self-test and a one hour simulated therapy was completed successfully. The device passed all check and calibration tests during servicing. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Upon conclusion of the investigation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up will be submitted.